Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. The customer reported that they received change sensor and calibration not accepted. Sensor glucose and blood glucose difference is not within acceptable range. They could not proceed with troubleshooting as he already replaced the sensor with another one. The sensor will be returned for analysis.